Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. Final analysis of the returned catheter body revealed no significant anomaly - slice cut.

Event description:
It was reported that the patient's mother told the hcp that a rotor/dye study had been performed at another location. The dye study showed that there might be a tear in the catheter. The patient's mother did not feel that the device system had been delivering as well for months. The patient had infected hardware in her back and when that was removed the pump system was also removed. The patient outcome was reported as no injury/recovered without sequelae. The device system was used to deliver lioresal. It was later reported that nothing was noted with the catheter. The infection was unrelated to the intrathecal baclofen system; the spine screws were infected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. Pro duct ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received reported the health care provider (hcp) in the operating room clamped the tubing and injected normal saline to check for a tear. It was noted this was done on the back table and he noted nothing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.